Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient was scheduled for generator change-out with atrial lead revision. Dislodgement was observed under fluoroscopy. High capture threshold and r-wave amp variation were observed. The lead was explanted and replaced. The asymptomatic patient tolerated the procedure well. The patient remained stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.